Manufacturer narrative:
The pump failed the displacement test followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the functional test, including the self test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the motor error alarms. A motor position encoder alarm was found in the history file due to the motor error alarms. The pump was received with a cracked case at the display window corners and display window and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had motor position encoder error alarm. It was reported that the pump would be replaced and returned for analysis.